Manufacturer narrative:
(B)(4).

Event description:
Covidien received info stating that an 840 ventilator has vertical lines across the display. The ventilator was not in use on a pt at the time the malfunction occured. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacement of the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight inverter printed circuit board (pcbs). The customer reported that the repair is ongoing and has not been completed. Covidien was not authorized to repair the device.